Event description:
It was reported that patient experienced implantable pulse generator (ipg) difficulty charging and unable to charge to 3 green bars despite multiple attempts. Database analysis revealed that there were no anomalies found in the battery discharge logs. The patient underwent ipg replacement and was doing well post operatively. The explanted device will not be returned per facility policy.